Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preventative maintenance of the device, the tech reported the power supply of the heart lung console would not function as expected. The power supply would switch between pass and fail status. The tech replaced the power supply assembly and returned it for eval. Since the event occurred during preventative maintenance, there was no pt involvement during this event.